Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2005 and tvt was implanted. It was reported that following insertion the patient experienced dyspareunia, chronic pelvic pain, mesh erosion and pelvic adhesions. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and tvt and gynemesh were implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.